Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced unknown low blood glucose (bg) levels at night; value was unknown. The customer reported that the cause of the low bg levels were unrelated to the pump or supplies; however, declined to provide details or perform troubleshooting with tandem technical support.